Event description:
On february 26, 2026, nakanishi became aware of handpiece overheating through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: the event occurred on november 3, 2025. The dentist was performing a crown preparation procedure on a patient using the z95l handpiece (serial no. (B)(6)). During the procedure, the handpiece overheated, and the patient received a thermal burn injury to their inner cheek. It was reported by the dental office that the patient's injury has healed normally without need for additional medical treatment.

Manufacturer narrative:
The dental office declined to provide patient information for this event.